Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reported that following a clot retrieval procedure in which a solitaire was used, the patient experienced had brain hemorrhage. Intraparenchimatous hemorrhagic transformation affecting more than the 30% of infarct volume occurred. This resulted in a prolonged hospitalization for the patient. There was no malfunction of the device reported during the procedure. Site investigation determined that the event was procedure related due to the patient's disease/condition and was not related to the solitaire device or a device malfunction. At the time the event was reported, the hemorrhage had resolved with unspecified sequelae. Additional information received reporting the patient's baseline nihss was 25. Nihss score on (B)(6) 2020 was 18. Per the site reported data, the event was resolved but the date of event resolution is unknown. The patient's presenting symptoms were sudden confusion, stupor, or unconsciousness. There were two solitaire stent retrievers used. Refer to manufacturer report (B)(4) for details pertaining to the related reportable event.